Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 700-800 mg/dl; cause was unknown. The customer attempted to address bg with a manual injection. Customer was then treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. A replacement pump was sent to the customer.